Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements of greater than 2500 ohms when programmed lv ring to lv tip and lv tip to rv. However when programmed lv ring to can the impedance measurement was within range at 990 ohms. The physician opted to have the vector reprogrammed and the system remains in service. No adverse patient effects were reported.